Event description:
It was reported that this right ventricular (rv) lead was scheduled for revision due to high out-of-range pace impedance measurements greater than 3,000 ohms and high threshold measurements as high as 3.2v. During the lead revision, the rv lead broke during extraction and the lead tip fragment was left in the patient's body. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was crushed at the suture sleeve, resulting in the observed high out-of-range pace impedance measurements and high threshold measurements. No further actions will be taken to retrieve the abandoned lead tip. No additional adverse patient effects were reported. This rv lead was disposed after the procedure and will not be returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was scheduled for revision due to high out-of-range pace impedance measurements greater than 3,000 ohms and high threshold measurements as high as 3.2v. During the lead revision, the rv lead broke during extraction and the lead tip fragment was left in the patient's body. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was crushed at the suture sleeve, resulting in the observed high out-of-range pace impedance measurements and high threshold measurements. No further actions will be taken to retrieve the abandoned lead tip. No additional adverse patient effects were reported. This rv lead was disposed after the procedure and will not be returned for analysis. Additional information received indicated that this right ventricular (rv) lead had exhibited nonphysiologic noise, in addition to the previously reported out-of-range pace impedance measurements and elevated threshold measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was scheduled for revision due to high out-of-range pace impedance measurements greater than 3,000 ohms and high threshold measurements as high as 3.2v. During the lead revision, the rv lead broke during extraction and the lead tip fragment was left in the patient's body. No additional adverse patient effects were reported.